Event description:
It was reported that during a low anterior resection procedure, the device was used to transect the rectum. Upon testing the anastomosis, an air leak was observed. The procedure was converted to open to repair the anastomosis. Upon inspection of the staple lines, the staples were formed and the staple line was intact. The anastomosis was removed. A stapler was placed on the rectal opening, but did not fire. Sutures were used to close the rectal stump. The procedure was completed with a like device and sutures. The pt experienced no further complications and was discharged four days postoperatively.